Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial# (B)(6) implanted: (B)(6)2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4) b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device has been turned off for quite a few months because it was not working right with the leads of the bladder nerves. The patient stated that the leads were not working because there was too much scar tissue on their nerves. The issue was discovered in (B)(6) of last year, and they are scheduled to received a new implant in (B)(6). Patient stated that any program they tried with the healthcare provider and the manufacturer representative (rep) was not working at all.